Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported "bilateral capsular contracture, baker grade IV and bubbles inside of the implants". This record is for the left side. Device was explanted.

Event description:
Healthcare professional reported "bilateral capsular contracture, baker grade IV and bubbles inside of the implants". This record is for the left side. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified two curved openings and fold creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified two openings striated. Based on the device analysis the final assessment is: two openings striated in the side radius assessed as surgical damage. Bubbles cannot be confirmed because the device has an opening.